Event description:
It was reported that the patient presented in the clinic. It was observed that the lead exhibited high capture thresholds. The patient was in stable condition. No intervention or additional information was available.